Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, the tissue separator melted. Another device was used to complete the case. There was no adverse consequence to the patient.